Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Troubleshooting was performed and it was found that customer went swimming with insulin pump. Customer did not have a new battery for troubleshooting, but inserted the same battery and display screen remained blank. The customer's blood glucose reading was 126 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unable to verify stuck in manufacturing mode due to critical pump errors. No blank display anomalies noted after battery insertion. Unit was received with critical pump error (open book image) and pump error was present in the insulin pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, corrosion on all electronic assemblies, corrosion on motor home switch and cracked battery tube threads.